Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump is not delivering any insulin. Customer stated that they bolused at breakfast and did not receive any no delivery alarms. Customer also felt wetness at the site. No further information reported.